Event description:
It was reported that during a photo selective vaporization of the prostate procedure, the fiber tip break after 50289 joules of use. The procedure was completed using another fiber. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. The connector cone, segments, and tabs are in good condition and secured. The control knob is attached and aligned with the fiber and can rotate the fiber. The hene (helium-neon) test found no breaks along the fiber length. The connector segment verification test identified that the light flashed green. In addition, the fiber passed the saline test. Microscopic inspection identified that the glass cap and metal cap were detached. Therefore, the reported event was confirmed. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip break after 50289 joules of use. The procedure was completed using another fiber. There were no patient complications reported.